Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system (gpos) and real time operating system (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was not finishing boot up. There was no patient injury or death reported.